Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient is deceased. The patient had been implanted with an implantable pulse generator (ipg). Additional information related to the cause of death was requested and is not available.